Event description:
It was reported that during the last check of the device, it was seen that all the electrode channels had hi impedance. The family have observed that the patient has poor speech understanding.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.